Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 345, which was reproduced while running an infusion. System error 345 was confirmed and caused by a failed processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
It was reported that a spectrum pump displayed system error 345 in the intensive care unit. The customer reported that the pump "had been giving a system error 345 since (B)(6) 2015." It was also reported that "it has become more frequent since then" and therefore, it may have "occurred during therapy" (medication, programmed amount and delivery rate unknown), but this cannot be confirmed. It was also reported there was no patient injury.